Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 27, 2017. The returned sample was visually inspected. Evaluation of the returned sample found that the l connector was cracked along the part. Retention sample from the same product code and lot number combination was visually inspected and confirmed to not have any damages or cracks on the l-shaped connector. Replication testing was performed and found that this crack appears on the part when the l connector is over tightened on a port. It is likely that during setup of the circuit, the l connector had been over-tightened, causing it to crack. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the manifold line was leaking. *no patient involvement as this occurred during prime. *product was changed out. *procedure was completed successfully.